Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that they had issues with the insulin pump and was admitted to the hospital for diabetic coma. The blood sugar was unknown at the time. The customer's current blood sugar is under 150 mg/dl. The customer does not recall the date or time of hospitalization. Troubleshooting was performed and the insulin pump is working as designed. The customer does not remember if they were wearing the insulin pump at the time of hospitalization. The customer does remember running low while treating with a manual injection. The customer declined to check their settings. Nothing is returning.